Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported difficulty with recharging, being unable to charge, and poor coupling. The patient stated the implantable neurostimulator (ins) wasn't charging and neither the patient programmer (pp) or recharger would communicate with the ins. The antenna was positioned over the ins, the dial was turned, and the antenna was repositioned but the patient was still unable to connect with the implant and was experiencing poor coupling. The last time the patient charged was two months prior, and tried to charge a week ago. Relevant medical history includes non-malignant pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer via the manufacturer representative reported that they were in overdischarge and had not charged since (B)(6). They were unable to interrogate the device and it was unknown what lead to the event. There was a plan to perform a physician mode recharge and the issue had not been resolved at the time of this report.

Event description:
Additional information received from the consumer reported that the programmer had poor communication and they were not able to communicate with the recharger. The patient didn't remember the last successful charge session, it was a long time. The patient was trying to get in touch with the manufacturer representative to meet at a different medical facility.

Event description:
Additional information received from the manufacturer representative reported that an overdischarge was alleged and he was on his way to meet the patient. The patient had tried to get the 60 minute clock to come back on. Further information received from the representative reported that the patient had been overdischarged since (B)(6) 2015. The patient had been told on (B)(6) 2015 that a physician recharge mode (prm) ¿60 minute timer¿ would need to be done. The patient stated that she did not do a prm at home and instead wanted to meet the representative and have one done. A prm was completed on (B)(6) 2016 and the patient was reprogrammed for better low back coverage on (B)(6) 2016.